Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found the cracks in the video connector unit of the subject device which made the no image, and the noise. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based of the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to the damage of the video connector socket of the subject device due to applying excessive force. The image abnormality was considered to occur because its damage of the video connector socket made the unstable connection between the subject device and the endoscope. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus china, that the image of the subject device was not displayed. The subject device had been returned from the user because the user said the socket of the subject device had a malfunction. There was no patient injury associated with this report.